Event description:
Customer reporting false negative reactions on provue with a cap sample known to contain anti-fya to the 0.8% resolve panel a lot # vra216.

Manufacturer narrative:
On (B)(4) 2015, an ocd field engineer visited the customer site. Fe replaced the probe and tubing to the probe, made new image using a reference card. Cts sent a new panel a for troubleshooting as fe ran out of the original panel. Upon receipt of panel a, and the completion of fe service, cap sample was rerun on provue and results were as expected. The investigation determined that the most likely root cause of this event was instrument related.